Manufacturer narrative:
The field service representative (fsr) was unable to duplicate problem reported. Current leakage was within manufacturers specifications but ground reading was not within specifications (>.2 ohms).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit had tripped the circuit breaker. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.